Manufacturer narrative:
No report of patient involvement. The date of manufacture is currently unavailable. The on/off switch was replaced.

Event description:
During depot repair, the ge healthcare technician found an on/off switch issue that causes system reboots. There was no reported patient involvement.